Event description:
The customer reported that the endoscope reprocessor exhibited a failure in which detergent was not detected by the system during reprocessing. Field service evaluation identified detergent leakage onto the detergent sensor, resulting in improper sensor function. The detergent sensor was cleaned and reinstalled, after which the system operated as intended. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.